Event description:
It was reported that the patient was transferred from a bed to a chair using a maxi move device and an arjo sling clip (maa4031m-l-l1). During the final stage of the transfer, the caregiver attempted to use the handset to tilt the patient into a sitting position. However, the handset did not work and assistance from a nurse was required. The nurse successfully activated the handset, but when the spreader bar was tilted, the sling buckle cracked and disconected. As a result, the patient slipped out of the sling and sustained a head injury. It was also reported that the patient suffered a cardiac arrest and passed away.following the incident, an inspection of the sling was carried out by arjo, which confirmed that a component of the buckle had broken. The sling in question was manufactured in june 2005 and had been in use for approximately 20 years.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
The collected information are currently analyzed. Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
The UDI number is not available as the device was manufactured before UDI implementation. It was reported that the patient was transferred from a bed to a chair using a maxi move device and an arjo sling clip (maa4031m-l-l1). During the final stage of the transfer, the caregiver attempted to use the handset to tilt the patient into a sitting position. However, the handset did not work and assistance from a nurse was required. The nurse successfully activated the handset, but when the spreader bar was tilted, the sling buckle cracked and disconnected. As a result, the patient slipped out of the sling and sustained a head injury. It was also reported that the patient suffered a cardiac arrest and passed away. Following the incident, an inspection of the sling was carried out by arjo, which confirmed that a sling buckle had broken. The sling in question was manufactured in june 2005 and had been in use for approximately 20 years. Current instructions for use indicate that sling expected service life is 2 years. The sling in question exceeded the expected service life by 18 years. The toilet sling, model number maa4031m, has two buckles in the head section to support the patient's head and shoulders during transfer. The manufacturer performed a simulation of the sling buckle detachment. The sling simulation showed that if the sling is applied correctly, even if one buckle becomes detached, there is no risk of the patient falling. When the sling is correctly applied, the patient's weight is supported by the leg section and the center section of the sling during transfer. The current instructions for use for the toilet sling provide the following in terms of sling verification and application: - ¿before every use: check all parts of the sling. If any part is missing or damage ¿ do not use the sling. [...] Check for damaged buckles". - in section applying the sling the IFU states to "check patient's arms are outside the sling". Based on all the information, if the sling is applied correctly, even with one buckle detachment, the patient should remain supported. Therefore, it has been deemed that incorrect sling application, not according to instruction for use, is most likely the cause of the patient's falling from the sling. For the buckle being cracked, since the sling exceeded its service life by 18 years, it is considered that the wear of this component is the cause of the buckle damage. To sum up, the arjo floor lift and toilet sling were used as a system during the patient transfer. The sling buckle broke and from that perspective system did not meet its performance specification. We decided to report this complaint to the competent authorities due to fact that the patient fell out from the device and passed away.

Manufacturer narrative:
Collected information are currently analyzed. Additional information regarding the event will be provided upon investigation conclusion.